Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was suspected of a fracture. Due to the high thresholds the implantable pulse generator (ipg) battery had prematurely depleted. The device was explanted and replaced. A lead revision was not possible due to patient co-morbidities and so the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.